Manufacturer narrative:
The product was decontaminated and forwarded to quality engineering for evaluation the scissor and the detached shrink tubing were returned for examination the scissor assembly was missing the shrink tubing. The scissor has no visual damage except for the shrink tube that was not attached. The scissors were tested using a known good hand piece. The scissor functioned correctly. The shrink tube was damaged a split (length wise). The distal edge of the shrink tube shows signs of being rolled and cut. This appearance of the damage indicates that the shrink tube was cut by impact with a rigid object

Event description:
During a procedure, our customer found that the part which should be adhered came off. The surgeon immediately picked it up thus there was neither health damage nor extension of the procedure. A spare instrument was used to continue the procedure.